Manufacturer narrative:
B5; additional information received; the valiant captivia stent graft vamf3434c200te (B)(6), intended for implantation opened in the descending thoracic aorta, overlapping three segments with the proximal first stent. Despite attempts using both the handle rotation and the trigger mechanism the stent graft could not be fully deployed. The next day the patient underwent partial abdominal aortic resection with artificial vascular replacement, intercostal artery reconstruction, bilateral aorto-renal artery artificial vascular bypass, abdominal aorta-abdominal trunk artery bypass and abdominal aorta-superior mesenteric artery artificial vascular bypass. Postoperatively, the patient developed paraplegia and renal insufficiency. The patient was later discharged from the hospital, still experiencing symptoms of paraplegia. The patient¿s current condition is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported "deployment/expansion issue" and "difficult to remove" the valiant captivia stent graft could not be assessed on the films provided, therefore a cause can not be established. Procedural angiograms showing the partial deployment of the stent graft were not received for a thorough analysis of the event. The reported dissection was likely confirmed on the limited films received, although a cause of the dissection could not be determined. Complete cts taken prior to the intervention were not available for review; therefore, a thorough assessment of the patient¿s anatomy and the already implanted stent graft in-vivo configuration could not be performed. It is possible that disease progression as reported per the physician contributed to the occurrence of the dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during an endovascular treatment of a small ulcer in the descending aorta. A post-implant type b dissection was identified on an unknown date. It was reported that during the endovascular intraluminal isolation of a thoracic aortic type b dissection, a vamf3434c200te (B)(6) stent graft system could not be deployed normally. The procedure involved the thoracic aorta, and the stent was deployed in the body at the two proximal sections when a "clicking" sound was heard, and resistance increased. The surgeon attempted to deploy it quickly, but it failed. The surgeon continued to turn the blue slider with greater force, and the gear derailed, but the stent still could not be deployed. Despite removing the outer sheath of the delivery system according to the instructions for use, the stent graft still could not be deployed. Multiple attempts to resolve the issue were unsuccessful, and no method of stent deployment or minimally invasive removal was found after consulting the technical department. A surgical thoracotomy and laparotomy were performed to remove the half-deployed stent and previously implanted stent graft and replace the thoracic and abdominal aorta. The stent graft could not be removed normally from the femoral approach. The cause of the deployment issue could not be determined per the physician. There was no damage noted to the delivery system prior to insertion into the patient. The deployment steps were followed per the IFU. No anatomical characteristics could have contributed to the deployment issue. Per the physician the cause of the dissection is uncertain, possibly due to disease progression.